Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) full lead returned and analyzed; no anomalies found. Blood/body fluid present on all conductors.

Event description:
It was reported that a left ventricular pacing lead was implanted and had a pacing impedance greater than 3000 ohms. The lead was removed and blood was found inside the distal 15 cm of the lumen. The lead was replaced. There were no patient complications reported as a result of this event.